Event description:
The rptr did consecutive blood glucose tests, with no information on timing or number of fingersticks. Rptr's results were 67 and 42 mg/dl. Rptr felt thirsty, tired and restless. No further details were given. Followup attempts to contact the rptr for additional info have not been successful.